Event description:
Customer initially reported a patient who received results of hi (greater than 600 mg/dl) and 118mg/dl within 10 minutes on the inform system. Customer did not know which system produced the discrepant results. Customer reports a second patient who reportedly received the following results on inform system 1: 49 mg/dl, 164 mg/dl, 92 mg/dl, and 26 mg/dl. A result of hi was obtained on inform system 2 within 10 minutes on the results of 26 mg/dl. A lab value was drawn within 10 minutes of the results of hi and 26 mg/dl: lab result was <10 mg/dl. No actions taken based on the device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 549730, expiration date 08/31/2008). (B)(4).